Event description:
It was reported that during an unk procedure, the device would not activate. Another device was used to complete the case. There were no adverse consequences to the pt and it is unk about troubleshooting.

Manufacturer narrative:
H.6: cracked blade. Evaluation summary: the analysis results found that the device was returned with the blade cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure." The batch history records were reviewed with no anomalies noted during mfg process.